Event description:
Reporter stated user from facility reported there was fluid in the weighing chamber of transfer set, which entered as a free flow when source occluder door of unit was opened by user. The unit was sent to product services for evaluation of service issues. No pt involvement.